Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen on (B)(6)2023 using the cooladvantage plus, coolcore applicator and to the chest on (B)(6)2023 using the cooladvantage, coolcurve plus applicator and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The device use in the chest area is considered to be code a2304 - off label use. Treatment of the chest area represents off-label use in the united states of america.

Event description:
Allergan aesthetics received additional information that the patient received corrective liposuction and reported experiencing paradoxical hyperplasia (ph) reocurrence.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information that the patient received corrective liposuction on 13/march/2024.